Event description:
It was reported that during preparation for implant of artificial disc, the rail cutter bit tip was broken. No pt complications were reported.

Manufacturer narrative:
(B) (4). The device has been returned to medtronic and eval is currently in progress. A review of the device history records found no documentation to indicate a non-conformance to specification.